Event description:
It was reported the patient began experiencing low back pain in (B)(6) 2003. An MRI showed findings consistent with disc desiccation and degeneration at l3/4 and l4/5; there was a small left paracentral protrusion at l3/4 and a slightly larger central protrusion at l4/5 minimally eccentric to the left; no evidence of significant central or foraminal stenosis at any visualized level. On (B)(6) 2003, the patient saw a physician for evaluation of low back pain. It was described as pain across her lower back that would occasionally radiate up towards her thoracic spine as well as both si joints. Rarely, the pain radiates into her left anterior thigh. The pain was described as an 8 on the visual analog scale. MRI revealed some mild age appropriate degenerative changes throughout her lumbosacral spine; she had very small central disc protrusion at the l4-l5 level causing minimal thecal sac compression. A review of an MRI of the cervical spine revealed a very small disc protrusion on the right at the c5-c6 level; there were some mild signal changes in the dens that may represent a hemangioma. Impression at that time was that her low back symptoms may be related to the small l4-5 disc herniation, but they are most likely myofascial in nature. On (B)(6) 2003, the patient continued to have pain of 7 on the visual analog scale in spite of multiple injections and therapy. A CT scan showed disc protrusion off to the right side at the c5-6 level, but she was presently asymptomatic from this. Diagnosis was discogenic back and leg pain and herniate disc l4-5. The decision was made on (B)(6) 2003 to pursue surgery to relieve the patient¿s back and leg pain. On (B)(6) 2003, the patient underwent a bilateral discectomy, posterior lumbar interbody fusion using peek fusion cages and bone graft from the spine with danek 5.5 mm by 40 mm length cannulated multi axial pedicle screw fixation at l4-5 bilaterally. Pre and post-operative diagnoses were central disc herniation l4-5 and lumbar instability. The surgery was without complications. The patient was seen on (B)(6) 2003, ten days post-surgery and showed improvement in her preoperative leg pain most notably on the left. She did have some residual low back pain which was to be expected following a posterior lumbar fusion. On (B)(6) 2003, the patient was doing well with some residual low back pain; her worst pain seemed improved and she did not describe any leg pain at this visit. An x-ray showed no evidence of bone destruction or hardware failure. On(B)(6) 2004, an x-ray showed progressive fusion at l4-5; there was some bony growth noted at the fusion cages; the cages, screws and rods were in excellent position. At a follow-up visit on (B)(6) 2004, the patient was having a significant degree of pain in the left mid lumbar region adjacent to the incision. She was very tender to this site and there was a palpable mobile soft mass in the subcutaneous tissue which was a lipoma; this was something that had developed since her surgery and seemed to be where she was having the majority of her pain. An x-ray showed good fusion taking place at l4-5 with very good position of the fusion cages and pedicle screw instrumentation. On (B)(6) 2004, the patient underwent resection of two large lumbar lipomas. On (B)(6) 2004, a lumbar x-ray showed good fusion at l4-5. The patient did have residual back pain and was undergoing pain management at that time. A reconstruction CT scan on (B)(6) 2004 showed a solid fusion at l4-5. She had residual pain over the pedicle screw sites bilaterally but not enough to warrant taking the screws out. Most of her pain was over the left lumbar lipoma site. In (B)(6) 2005, the patient continued to have residual pain which was believed to coming from the pedicle screw sites. On (B)(6) 2005, the patient slipped and fell on a wet floor inside a (B)(4); the fall injured her back. On (B)(6) 2005, she also complained that over the last two months her neck pain and right shoulder pain had escalated. The pain was now 7-8/10 on the visual analog scale. An MRI in (B)(6) 2005, showed a small herniated disc at c5-6 but cervical spine surgery was not recommended at that time. At an office visit in (B)(6) 2006, the patient was having a lot more pain and was unable to work. At that time, she wanted to proceed with removal of the pedicle screws as soon as possible. On (B)(6) 2006, the patient underwent removal of bilateral sextant pedicle screw instrumentation l4-l5. There were no complications. On(B)(6) 2006, x-rays showed good fusion at l4-5. The patient was still having residual back and leg pain but had some relief with removal of the pedicle screws. Her neck was giving her more trouble at this time. The recommendation was to pursue an investigation of her lumbar spine to determine the cause of her residual pain. On (B)(6) 2006, the patient underwent provocative discogram at l3-4, l5-s1. Pre-operative diagnosis was discogenic low back pain with occasional left leg pain. Conclusion: the patient exhibits abnormal discogram testing at both levels as evidenced by abnormal fluoroscopic spread of dye and reproduction of typical back pain; CT showed contrast material at the l3-4 disc space projecting posteriorly, however, it did not enter the neural canal; the l5-s1 discogram contrast material did not extend posteriorly. At an office visit in (B)(6) 2006, it was noted the discogram showed diffuse annular tearing at both levels and the patient would likely require extension of her fusion to l3-4 and l5-s1. On (B)(6) 2007, the patient was admitted with diagnosis of lumbar instability syndrome, lumbar disc herniation, and lumbago at l3-4 and l5-s1. She underwent an anterior lumbar interbody fusion at l5-s1 and l3-4 with danek 16 mm diameter by 20 mm in length interbody cages and rhbmp-2/acs without complications. The peak interbody fusion cage was placed with rhbmp-2/acs in the middle of the cage; the infused product was tight and secure. The lordotic cages were packed with infuse bone morphogenic protein and gelfoam. On (B)(6) 2007, she underwent a second stage percutaneous pedicle screw fixation at l3-4 to s1 on the left and l2-3 on the right. There were no complications. On (B)(6) 2007, the patient reported having a lot of left sided back and leg pain with numbness. She described pain through the posterior thigh, buttock and into the foot. She underwent a reconstruction CT scan using fine sagittal and coronal 1 mm images which showed very good position of the interbody fusion cage at l3-4 and the cages at l5-s1; the pedicle screws were in excellent position on the left at l3-4, s1 and on the right at l3-4; no impingement was seen of the screws into the spinal canal. The physician noted he did not think this pain was due to the pedicle screws. The patient continued to complain of pain in (B)(6) 2007. An x-ray on (B)(6) 2007, showed surgical hardware in excellent position at l3, l4, l5 and s1 levels; osseus structures well aligned; no evidence of hardware failure. In (B)(6) 2007, the patient was doing well and had a positive result to the fusion done at l3-4 and l5-s1. She now had a fusion from l3 to s1 with interbody fusion cages and bone morphogenic protein; there was bone fusing through the cages at all levels and the instrumentation was in good place bilaterally including the pedicle screws and the fusion cages. On an unknown day in (B)(6) 2007, the patient fell, aggravating her back. An x-ray on (B)(6) 2007, showed the sacral component in the left with increased lucency surrounding the metallic screw (s1), suggestive of loosening of the screw; this seemed to be new since the previous exam in (B)(6) 2007. On (B)(6) 2008, a CT scan of the lumbar spine showed post-surgical changes of the lumbar spine; there were no convincing disc herniations, significant or foraminal stenosis; there was a small asymmetric to the left disc bulge at l3-4 which was following far left lateral osteophyte formation but no contact upon the l3 nerve root was seen; minimal disc bulge seen at l2-3. In (B)(6) 2008, it was recommended the patient have removal of the pedicle screws on both sides. There was halo formation around the screw at s1 indicative of screw loosening. Pre-operative diagnosis was painful pedicle screw instrumentation, lumbar radiculopathy, solid fusion l3-s1. On (B)(6) 2008, the patient underwent removal of bilateral pedicle screw instrumentation, sexton instrumentation right l3-4 and left 3, 4, s1 without complications. The screws had loosened at all sites but l4 on the right; all screws were removed at l3-4 on the right, l3, s1 on the left. From (B)(6) 2008 through (B)(6) 2010, the patient continued to suffer from chronic back pain in the mid lumbar region with radiating pain in her proximal thighs and then down into her knees. An MRI on (B)(6) 2010, showed a slight indentation of the thecal sac to the left of midline, which appeared to be due to spondylosis and the intervertebral cage on the left. In (B)(6) 2010, the patient was noted to have chronic pain syndrome and was undergoing pain management. In (B)(6) 2010, the patient was complaining of a lot of left lower extremity symptoms down the anterior aspect of the thigh, into the groin and into about the knee. She also complained about a lot of right foot numbness, especially when driving and this seemed to be getting worse. On (B)(6) 2012, the patient was involved in a car accident in which she injured her cervical and lumbar spine.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.